Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the drive support cap was slightly indented. Customer reported air bubble and leakage in the reservoir. Customer's blood glucose level was 453 mg/dl at the time of incident. Customer's current blood glucose value was 403 mg/dl. Customer was treated with the insulin pen. No harm requiring medical intervention was reported. The device will not be returned for analysis.